Event description:
It was reported that during a peripheral stent placement procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and calcified right external iliac artery. The physician used a femoral approach and successfully placed a wallstent in the intended location. Next, the physician advanced the 4.0mm x 40mm wanda pta balloon dilation catheter to post dilate the wallstent. The wanda was inflated once to 8atms. The physician repositioned the wanda to the proximal side of the wallstent and inflated it again to 8atms, however, the wanda balloon ruptured during this second inflation. The procedure was successfully completed with this device. No patient complications were listed and the patient's status was reported as "good". This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)